Manufacturer narrative:
(B)(4). The carefusion technical support specialist in conjunction with the user facility biomed determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The user facility was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty user interface module (uim) for evaluation. As of the (B)(6) 2015 the alleged faulty user interface module (uim) has not been received.

Event description:
The user facility biomed reported that while performing a preventative maintenance (pm) service on the device. When turned on the device's touch screen and control buttons on its user interface module (uim) were locked up and unresponsive. There was not report of patient involvement.

Manufacturer narrative:
Failure analysis: installed user interface module (uim) assembly pn: 16950 sn: (B)(4) on to avea test station rfa-1. Powered user interface module (uim in to user mode and the touch screen was responding properly. Cycled the power in to service mode and successfully recalibrated the touch screen. Proceeded by constantly switching to different ventilation modes in neonatal, pediatric and adult patients in user mode (note: ventilation modes- volume a/c, pressures a/c, tcpl a/c, volume simv, pressure simv, tcpl simv and CPAP/ psv). Continued by adjusting settings while the unit was cycling (note: settings-rate, volume, peak flow, insp pause, peep, flow trigger, and fio2). Repeatedly adjusted mode of ventilation and settings for about one hour, the touch screen was still working properly. Left the user interface module (uim cycling for two hours, started adjusting modes of ventilation and settings once again for thirty minutes, the screen remained working properly. Disassembled user interface module (uim to inspect lcd cable, touchscreen flex cable and connectors. Note: I was able to see small burn residue/ damage on lcd cable (p/n 71755) where it connects to the control board (connector # cn1). Root cause: I was unable to duplicate the reported problem.